Event description:
The device was returned as a rental end with no problems specified. There was no reported pt harm. During the repair evaluation, it was discovered that the power loss alarm was not sounding to specification. The power board was replaced to correct the problem.